Event description:
Pt was undergoing a cystoscopy when the catheter tip became dislodged in the pt's bladder. The physician was able to retrieve the catheter tip without difficulty during surgical procedure.